Event description:
It was reported that during a ureterocutaneous fistula reconstruction, the subject device presented an image blackout. Rather than being used as an endoscope, the device was used as a video camera for patient surgery. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus and the customer's allegation was not confirmed. The investigation did identify corrosion on the electrical contacts of the video connector. Corrosion and scratches on the electrical contacts of the video connector indicate that contact failure may occur when the processor is connected. It is possible that the blackout occurred because images could not be transmitted normally due to poor contact, but the lack of reproducibility prevented a determination of a definitive root cause of the occurrence. A device history review of the current product was conducted, and no problems were found. Instructions for use (IFU) for the device indicate: "warnings" section in the "instructions for use" section of the instruction manual: ·there are no abnormalities in endoscopic images or functions. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation. Olympus will continue to monitor the field performance of this device.